Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught on calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-nov-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation with 3.0x15mm non-bsc balloon, a 4.00 x 28 synergy drug-eluting stent was advanced bu failed to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.